Event description:
Patient reported device has turned off a couple of times by some kind of security equipment. Each time pt received a jolt (going through head, arms and toes) when device is turned back on. A follow-up report will be sent if additional information is received.